Event description:
It was reported that the atlan alarmed fresh gas low or leakage message and emergency air inlet activated message several times during use. No patient injury reported.

Manufacturer narrative:
The investigation was based on the provided information and the logfile. The logfile evaluation confirms the "fresh gas low or leakage" and the "emergency air inlet activated" alarms on the reported date of event. However, the log data does not indicate a leakage between the inspiratory and expiratory flow sensors or low fresh gas settings while the alarms were issued. During the inspiration phase the piston moves up and delivers the calculated volume. In the expiration phase the piston moves down again and sucks in fresh gas from the breathing bag. If the breathing bag is not filled enough (for example because of a leakage or low fresh gas settings) the atlan detects underpressure in the ventilator and alarms "fresh gas low or leakage". If the pressure drops further the emergency air inlet is opened and ambient air is sucked in. This was also alarmed as reported in this case. There are 2 scenarios that can lead to low fresh gas and an emergency air inlet activation without a leakage or low fresh gas. A self-breathing patient could cause this effect by sucking in fresh gas out of the ventilator. However, as the reported problem happened several times this root cause is rather unlikely. During inspiration the ventilator delivers the fresh gas thru the inspiratory flow sensor to the patient. In case of a leakage, the atlan notices a difference between the volume delivered by the ventilator and the volume measured by the inspiratory flow sensor. The atlan alarms and logs a leakage, that causes not all volume delivered by the ventilator to flow thru the inspiratory flow sensor, as a "breathing system failure". To prevent false alarms the difference needs to be high enough and measured more than once in each time. As no "breathing failures" had been logged, the only possibility could be an intermittent high leakage or a small leakage below the threshold. However, while trying to reproduce the reported symptom by producing small and intermittent leakages at the fresh gas decoupling valve through laboratory testing, it was not possible. Therefore, the reported problem could not be reproduced. No root cause could be confirmed. Based on the log records it can be concluded that a peep drop occurred. Therefore, the case is subsequently assessed as reportable. There are no similar cases known.